Manufacturer narrative:
Product complaint # (B)(4). One viper universal poly driver was received by the customer quality unit. Visual examination at the macroscopic level revealed that the fracture was located at the driver¿s distal tip. The second half of the driver tip was not returned for evaluation. The fracture analysis report reveals plastic deformation at the hexlobes and torsional shear markings following a circular pattern. This suggests that the fractured tip underwent a quasi-static overload torsional shear failure starting at the hexlobes and extending to the center of the cannulation. No material defects or other abnormalities were observed in this analysis. A device history record review identified no issues during the manufacturing and release of this instrument that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. A definitive root cause for the driver¿s distal tip fracturing cannot be positively determined. However, the fracture analysis report suggests that the driver underwent a quasi-static overload torsional shear failure starting at the hexlobes and extending around the cannulation. No issues were identified in the manufacturing and release of this device that could have contributed to the problem reported by the customer. Therefore, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Tip of screwdriver broke off.